Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no additional information was provided.

Manufacturer narrative:
The device initially passed testing; however, a whitescreen error was displayed during further testing. This was due to a software error. Further testing found the device did not pass the sdram test. This was due to the som2 hardware module. This device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.